Event description:
During a prepartion for a saphenous vein harvesting procedure, the dissection tip was broken. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.